Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinder was visually and microscopically examined, and leak tested. A bulge (excess of air between the inner and outer tubes) was observed. The cylinder had wear at a fold in the proximal and in the distal end of the cylinder, a hole from a sharp instrument damage was observed in the distal end, fluid leak was identified. However, it was informed the sharp instrument damage occurred during the decontamination process. The pump was visually and microscopically examined, leak and functionally tested. The tubing was cut down to the pump block and was not returned. The pump passed leak test; however, it did not pass activation tests. Based on analysis results, the bulge identified in the cylinder confirmed the reported event, a conclusion code of cause traces to component failure was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because the right cylinder of his inflatable penile prosthesis bulged when inflated. The patient underwent surgery two weeks later and the right cylinder and pump were replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because the right cylinder of his inflatable penile prosthesis bulged when inflated. The patient underwent surgery two weeks later and the right cylinder and pump were replaced. There were no patient complications.